Event description:
It was reported that patient presented to clinic after receiving multiple notifications. Upon investigation, the device did not show any notifications delivered. The device was not reprogrammed and will continue to be monitored. The patient was fine after the event.